Event description:
It was reported that the pump displayed an infusion site expired alert despite a recent site change, and the infusion set history showed an incorrect date and time because the pump clock had been set to a future month, leading to erroneous log entries and a false expiration determination. Symptoms included no reported clinical effects. Outcomes included no impact beyond user inconvenience and the need for corrective actions. Investigation included user guidance to correct the device date and time and to perform the fill cannula procedure to refresh infusion set tracking. Investigation of this case revealed that the incorrect device clock setting caused inaccurate event logging and an unjustified infusion set expiration alert, which resolved after the time correction and fill cannula. It was concluded, based on previously established findings for similar reports, that user-set time configuration error caused the issue.